Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a temperature alarm and altitude alarm, alarm occurred. Reportedly, the pump was disconnected from the customer while the customer was swimming and placed in the customer's backpack when the alarms occurred. Customer's blood glucose level was 244 mg/dl. Customer reloaded the cartridge onto the pump and resumed insulin delivery.